Manufacturer narrative:
Retainer ring: black. P-cap / reservoir locks properly into place. Pump passed self test and displacement test. However, moisture damage was noted on pcb1. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, broken battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack in battery compartment. Customer stated that insulin pump went in the water and there was water under screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.